Event description:
It was reported that the system controller was opened onto a sterile field and the black and whiter power cables were passed off to connect to the power module and heartmate touch (hmt) system as part of the heartmate 3 prime procedure per the instruction for use (IFU). The cables were connected without issue. However, the hmt system did not recognize that the controller was connected to the power module. The user and the representative confirmed both power disconnect symbols were not illuminated revealing power was provided to each cable. The power cables were disconnected and reconnected without issue. But the hmt did not register a connected controller. It did not proceed to the screen promoting the user to confirm the controller serial number. A known good demo controller was then connected to the same power module and hmt to check the functionality of the patient cable. The cable was recognized by the power module and hmt, and user was prompted to confirm the serial number of the attached demo controller. At this point a standalone backup controller was opened and used as a replacement. The exchanged controller was never used on a patient as this issue was observed prior to implant during device preparation.

Manufacturer narrative:
A. Patient information not provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues between the heartmate 3 system controller and the heartmate touch was not confirmed as no product was returned. The provided information indicated during the implant procedure preparation, the controller was connected to the power module and heartmate touch but communication was unable to be established. The user and representative confirmed no power cable disconnect alarms were active. The power cables were disconnected and reconnected without resolution of the issue. A known working controller was connected to the power module and communication was able to be established with the heartmate touch. The backup controller was used to complete the procedure and the controller with communication issues was removed from use. Multiple attempts were made to obtain additional information regarding if the controller would be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to connect to the heartmate touch and how to use the heartmate touch. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.